Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that intermittent ongoing occlusion alarms occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem technical support informed customer that fiasp insulin is off label per the user guide. A supply change was performed resolving the occlusions. Customer's blood glucose (bg) level was "high"; although specific value was not provided. Customer performed a supply changed and administered manual injection to address bg.